Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
An article was published in the journal of advances in medicine and medical research in march 2019 titled, 'toric and phakic iols for the treatment of astigmatism and/or high myopia: our experience at prince hashem hospital zarqa.' The article states that one patient had high intraocular pressure of 32 mmhg after icl implantation in both eyes and this was treated with anti-glaucoma drops and acetazolamide 250 mg tablets. The patient was found to be steroid responder as her intraocular pressure went down after shifting to pressure sparing steroid drops lotemax. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted

Manufacturer narrative:
(B)(4).